Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the total daily dose history showed delivery greater than 32.75 on 11/11/14, 11/15/14, 11/16/14 and 11/17/14. There was no data in the black box or basal histories from these dates due to continued use of the device. All other daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours at 1 unit per hour and the total daily dose for the testing period showed 24 basal units delivered. The pump did not change basal settings during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the basal rate totals have been different for several days. It was reported that the basal total should have been 32.744, but they have been ranging from 32-40 units. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.